Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised due to ongoing progressive pain and observed fracture of the modular neck. Intraoperatively- neck fracture was confirmed, wear to the liner was also noted, comminuted femoral fractures were repaired, and leg length discrepancy corrected. All implants were exchanged without known complications. No further details have been provided at this.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a3, b5, b7, d6a, g3, g6, h2, h6.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2025-00624. 0001822565-2025-00625. 0001822565-2025-00626. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided picture identified the explanted products, however as the reported event is unknown this cannot be used to confirm the complaint. The devices were not returned; further analysis cannot be made. Device history record (DHR) review was unable to be conducted as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient has had a long history of progressive r hip pain. Significant wear on the posterior aspect of the acetabular liner so this was removed. Oblique fracture of the modular neck found. Given the impingement and that there was no ability to remove the broken modular stem from the neck a complete revision had to be performed. There were multiple comminuted fractures surrounding the stem. Leg length discrepancy of 10mm corrected during surgery. The root cause is unchanged. This complaint can be confirmed via the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a hip arthroplasty surgery on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised unknown years after the initial procedure for unknown reasons.

Manufacturer narrative:
(B)(4). D10: unknown liner unknown. Unknown shell unknown. Unknown stem unknown. Proposed component code: mechanical (g04)- neck. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.